Event description:
It was reported that during an angioplasty treatment procedure, a balloon partially detached. The target lesion was located in the upper arm. During use of a 10-8/5.8/75 ultra thin balloon catheter the balloon partially sheared off of the shaft. All of the device material was accounted for and nothing remained inside the patient's anatomy. The procedure outcome is unspecified. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an angioplasty treatment procedure, a balloon partially detached. The target lesion was located in the upper arm. During use of a 10-8/5.8/75 ultra thin balloon catheter the balloon partially sheared off of the shaft. All of the device material was accounted for and nothing remained inside the patient's anatomy. The procedure outcome is unspecified. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device noted the balloon material was attached to the device and was fully deflated but not correctly wrapped. There was severe stretching noted on the shaft of the device just proximal to the proximal balloon sleeve. Examination of the remainder of the shaft noted that it was flattened at approximately 135mm distal to the strain relief for a distance of 65mm. It was possible to inflate the balloon material to its rated burst pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).